Event description:
A customer reported that the coulter lh500 hematology analyzer leaked approximately 20 to 40ml of lh diluent. A tubing was disconnected at a pinch valve (pv15) while the instrument was priming the lh diluent, and spewed fluid onto the table, floor, and the operator's hair. The operator was wearing a lab coat, gloves, and eye glasses at the time of the occurrence. The operator flushed her hair with water. There was no report of injury or exposure to open wounds or mucous membrane, and medical attention was not sought. Material safety data sheet (msds) was reviewed, and there is an exposure control plan in place at the facility. No erroneous patient results were generated in connection with this leak. Beckman coulter field service engineer (fse) assisted the customer over the phone with replacing tubing through the pinch valve 15, and the issue was resolved.

Manufacturer narrative:
Beckman coulter field service engineer assisted the customer over the phone with troubleshooting and resolved the issue. (B)(4).